Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was firing the device over the appendix on the artery for the first firing. After the firing there was a vascular bleed, he used a 10mm clip applier to stop the bleeding and continued to complete the procedure. There was no other information available concerning the event and no staple line or malformation of staples mentioned. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged spring cartridge lockout tab the analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge reload present. The reload was received partially fired 1/10 and with the reload lock out spring damaged. In addition the cartridge deck was noted to be damaged at proximal end. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.